Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens on 01/31/2006. The lens was explanted on 02/28/2006 due to low vault. There was no patient injury.

Manufacturer narrative:
Claim # 06/236